Manufacturer narrative:
A4 and a5, ethnicity, are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure which was treated by adding lytics to the purge. No patient harm was reported.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned and was investigated. It was seen that there was large amounts of biomaterial around the impeller cage and inside the cannula wrapped around the impeller blades. The pump was purged and run; no high purge pressure alarms were reproduced. A catheter window was cut near the motor and no blood in purge line was seen. No purge line damage or kinks were seen. No data logs were returned for analysis. High purge pressure: based on the clinical review, it was seen that the purge pressure high alarm was observed during the case, due to which the impella pump was replaced. The root cause for the high purge pressure was biomaterial around the impeller. It was unable to be determined whether it was biomaterial ingestion or biomaterial buildup due to no returned data logs. D9 device returned to manufacturer date added

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure which was treated by adding lytics to the purge. No patient harm was reported.